Manufacturer narrative:
The device was not returned for analysis. Production was not able to be preformed due to missing lot information. Record and corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. Based on the reported information, the investigation determined that the reported needle to cuff miss and subsequent treatment appears to be related to circumstances of the procedure. In this case, it is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the reported suture retrieval issue. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of the right common femoral vein using the pre-close technique via an 8f sheath hole prior to an atrial fibrillation (afib) ablation procedure. Reportedly, the plunger of a prostyle device was pulled back with no suture attached, a cuff miss occurred. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to 17f and the afib ablation procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.